Event description:
The following was reported by the patient: it is alleged, the patient underwent an incarcerated ventral hernia repair using a composix mesh. Later, the patient developed tissue necrosis which required a bowel resection.

Manufacturer narrative:
We have contacted the initial report to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports developing tissue necrosis which required a bowel resection. It was not reported if the mesh was explanted. Currently, medical records have not been provided and no sample was returned. Additionally, a review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the limited amount of information, no conclusion can be drawn.